Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that pulsatile blood flow from sheath valve was noted while nothing in the valve. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it has been disposed. It was further reported via gfe the irrigation was done by hand flush and was connected to pressure bag. The leak was noted from the back of the sheath. It was a constant and vigorous flow leaking. The leaking was from the distal through the valve. The leaking was stopped by placing the thumb over valve and then partial occlusion via thumb while exchanging over a wire.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that pulsatile blood flow from sheath valve was noted while nothing in the valve. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it has been disposed.